Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the set is leaking, as shown in the video. The set was unpacked and the solution was placed and liquid began to leak from the vent port.

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation in which the customer has reported experiencing leakage from the drip chamber air vent. The customer did however provide both a photograph and a video; analysis of which confirm the reported leakage as fluid can be seen dropping from the air vent. It was noted that the red air vent cap was open, and that the fluid container in use at the time appeared to be an IV bag. Further details relating to the nature of the reported issue and the model and lot numbers of the affected product were not provided to aid the investigation. A device history review could not be completed as no batch number was provided. The details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported while using an unspecified bd extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the set is leaking, as shown in the video. The set was unpacked and the solution was placed and liquid began to leak from the vent port.